Event description:
It was reported that the pt requested to be explanted as she was a non-user. There is no allegation against the device. The explantation surgery took place on (B)(6) 2014. Note: this device was mfg by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Manufacturer narrative:
No UDI code available for this device. The device was explanted and should be returned to the med-el for evaluation. When available, a device analysis will be submitted as a follow up report.